Event description:
It was reported that the patient experienced pauses. The right ventricular (rv) lead was fractured. It was noted the rv lead exhibited undefined high impedance, short v-v intervals, noise and a polarity switch. The right ventricular (rv) lead was programmed off, remains in the patient and a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w3dr01 ipg implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.